Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch #873c67 h6: health effect - clinical code = e10 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: 7 completely fire the instrument by squeezing the firing trigger until it touches the closure trigger (plastic to plastic), signifying that the instrument has fired the staples and knife blade, and the tissue has been transected. The firing trigger automatically returns to the intermediate position as soon as the hand releases it, leaving the closure trigger in the fully closed position. Make sure that the release button is not pressed during firing as proper formation of staples and cut line may be compromised. Care should be taken not to fire this instrument when the resulting staple line will be in tension. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 873c67, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? -rectal cancer did the patient receive any preoperative chemotherapy or radiation? -no when was the staple retaining cap removed? -before firing what provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? -the surgeon paid enough attention to the tissue lying evenly within the jaw. Was the device difficult to close? -no was the device closed and repositioned multiple times prior to firing? -no was the device difficult to fire? -no was the distal transection completed in one or multiple firings? -one firing what is the scrub's experience with reloading the device? -good were there any difficulties loading the device? -no what did they do to ensure that the cartridge was snapped in please prior to closing the device? -unknown what is the current status of the patient? -discharged is the artificial anus temporary or permanent? -permanent. What other attempts were made before the decision of the artificial anus was performed -tried to give another fire. Why was the decision made to do an artificial anus / colostomy? -the intestinal canal was not long enogh for another anastomose.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Investigation summary: the device was sent to cincinnati for additional evaluation. Upon arrival in the rdl materials lab, one cs40g sample was received. The cartridge body and anvil were separated for examination with the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. The drivers were examined for particles that contained titanium (ti), aluminum (al), and vanadium (v). These elements are what make up the staple alloy. Spectrum are examples of the analysis for drivers at random locations around the cartridge. The presence of staple alloy on the surface of the drivers suggests that the cartridge was loaded with staples. The surface of the anvil was also examined. The path that the staples make as they form in the pockets is visible at several locations around the anvil. In addition, titanium (ti), aluminum (al), and vanadium (v) were found inside the pockets (spectrum f-g). The presence of staple alloy on the surface of the anvil suggests that the staples interacted with the pockets of the anvil.

Event description:
It was reported that during the low rectal cancer surgery, after the fire, noted no staples deployed. Anal retention failed. The surgery prolonged for 1 hour.

Manufacturer narrative:
(B)(4). Date sent 9/19/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "anal retention failed"? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/2/2024. Additional information was requested, and the following was obtained: 1. Please provide more details for ""anal retention failed""? -anal resection and operation on artificial anus. 2. Could you please clarify if there were any patient consequences? -yes. 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -yes. What were the patient consequences? -anal resected. How did the post-operative care change in the patient as a result of the event? -artificial anus was made.